Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. The device memory indicated pacing capture threshold in the left ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and his bundle lead had variable measurements since implant. It was noted that the rv lead had high threshold measurements. Over the weekend, the patient was in the intensive care unit (ICU) and a pause was seen on telemetry that corresponded to the patient raising the arm above the head. The pause could not be duplicated in clinic with provocative arm movement. The patient also had vague symptoms of dizziness. It was noted that programming changes were made due to the rv thresholds having a wide variability and that the clinician would explore root causes into the rise in threshold measurements for the lv lead and rv lead. It was also noted that the rv lead had intermittent capture and loss of capture throughout the current electrograms (egm) and the recorded episodes. It was further noted that the cardiac resynchronization therapy pacemaker (crt-p) exhibited invalid trending data. Reprogramming was done again and the device, rv lead and lv lead remain in use. No further patient complications have been reported as a result of this event.